Event description:
It was reported that high capture threshold and a gradual decrease in sensing were observed. Patient was not pacemaker dependent. Lead was explanted and replaced. No adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomaly was found.